Manufacturer narrative:
(B)(4). The reported event was confirmed by review of the provided photograph, which showed that the pad was fractured. Review of the device history records could not be performed as product identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor pad was fractured. There is no additional information available.